Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# v012784, implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 377760, lot# v012784, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The health care professional (hcp) reported that the patient wanted to have the system explanted because he lost weight, the implantable neurostimulator (ins) was dead, and it bothered him. The patient wanted the ins explanted because it no longer held a charge. The patient was not interest in getting a replacement because he thought his pain had gotten better. He had lost 45 lbs and this may have helped the pain. Additional information received on (B)(6) from a second hcp reported they were not aware of any issue and did not know the reason for explant, but believed the leads would be left intact. The patient's relevant medical history reported was radiculopathy. If additional information is received a follow up report will be sent.